Event description:
It was reported that customer experienced cartridge alarm during pump use, identified as cartridge alarm 20, and issue did not occur during cartridge load process. There was no adverse impact to the customer's blood glucose level. Customer was able to successfully load cartridge, resume insulin therapy, and issue was considered resolved, with no additional outcome information reported.